Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the multilink vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of a tortuous, tight lesion in the left anterior descending artery, the 2.75 mm x 12 mm multilink vision stent was being implanted when an edge dissection was noted. A second 3 mm x 23 mm multilink stent was used to treat the dissection. There was no reported adverse patient effect. There was no clinically significant delay in the procedurdue. Though requested, no additional information was provided.